Event description:
When surgeon was removing encision cautery hook laparoscopic instrument, through 5mm port, the hook fell off into the abdomen. After multiple attempts to locate the hook and after discussing the situation with her spouse and other peers, the decision was made to leave the hook in.